Event description:
It was reported that logan esala experienced a malfunction alarm on his pump. There was no reported impact to logan¿s blood glucose level. The healthcare team reached out to collect more information, and despite multiple attempts to follow up via voicemail and email, the case was ultimately closed by technical support without further resolution.